Event description:
Use q tips to clean ears for the first time as recommended by a friend and from then on experience the following: liquid in the ear, fainting spells, ear popping daily, ears were sometimes cleaned with rags. Dose of amount: 170 count, frequency: once daily. Dates of use: birth, & 1986-1992. Diagnosis or reason for use: clean ear from wax. Event abated after use stopped or dose reduced?. No.